Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose level read as "high,", a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer resumed insulin therapy, and continued to use the pump for insulin therapy.